Manufacturer narrative:
The event should not have been reported to FDA. The event occurred after implementation of the correction 3003768277- 2021/10/29-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury because the system was equipped with a backup wired footswitch. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Accordingly, the user reported that even though the wireless footswitch may not have been operating it was able to successfully complete the procedure using the now mandatory back-up wired footswitch.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the procedure was completed by using the wired footswitch. The philips field service engineer (fse) inspected the system onsite and confirmed that the wireless footswitch had connection problem. Upon functional testing, the fse identified the footswitch was not consistently connecting to the base station, which caused the connectivity error. The fse determined that the both the wireless footswitch and the base station were defective and need replacement. The defective wireless footswitch and the base station were returned for analysis. The wireless footswitch showed the physical damages like missing anti slip rings and loose footswitch bracket and electrical defect where the battery indicator was blinking during charging, which could have caused the connectivity issue. The base station showed physical damages like missing mounting bracket. To resolve the reported issue, the fse replaced the wireless footswitch and the base station. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that there was a connection issue with the wireless footswitch. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.